Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter kink was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr d/l provena PICC. The sample had been trimmed near the 31cm depth marking and contained usage residue throughout the molded joint, clamps, and extension legs. Further examination revealed three permanent kink impressions: one between the 1cm-2cm depth markings, and two between the 3cm-5cm depth markings (approximately 1cm apart). Microscopic examination of the catheter near the kink sites found no potential manufacture caused damage, defect, or deformity. The catheter was unremarkable outside the kink impressions. The catheter was then cut at bas in order to measure dimensional conformance for wall thickness and diameter. All lumen wall thicknesses and outside diameter were found to be within specification. As no potential manufacture contributing factor was observed the likely cause of the observed kinks was use related. This can occur due to placement in a kink-prone region, during handling, or due to inadequate catheter securement. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the PICC was removed due to a kink in the catheter. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the PICC was removed due to a kink in the catheter. No other information was provided.